Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the 6x59mm omni elite vascular balloon-expandable stent system (bess) was simply removed from the hoop tray when it was noted that the stent was cracked. There was no patient involvement and no clinically significant delay in the procedure. Another omnilink bess was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent break was not confirmed; however, the stent implant was dislocated on the balloon where the distal end of the stent was, ant there was noted material deformation (lifted, flared, and stretched stent struts). The stent remained tight over the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. As the reported stent break was unable to be confirmed, it is possible the account was referring to the noted material deformation (lifted, flared, and stretched stent struts). The investigation was unable to determine a conclusive cause for the reported stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling.